Event description:
The remb sag saw was sent in for eval due to overheating during a procedure. A replacement device was readily available and it was used to complete the procedure with about a 2 min delay. No adverse event was associated with the device.